Event description:
The st. Jude medical representative reported that the pt presented with the ICD in hardware reset mode. St. Jude technical services advised that the pt should be placed on external monitoring, the memory map downloaded, and the device explanted as soon as possible.